Event description:
It was reported that the elective replacement indicator was activated for normal battery depletion. During the procedure, there was increased impedance noted on the right ventricular lead, with possible conductor fracture. The lead was capped and surgically abandoned and a replacement lead implanted. There were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.